Event description:
Pt alleges receiving breast implants on 7/31/75. Pt also alleges two years ago (ie, 1994) she had sudden severe chest and left shoulder and arm pain, which subsided within five hrs. Last year she had left breast pain of three to four week duration. On 6/30/96, she had severe muscle spasms of her left shoulder/arm. Pt alleges cause of pain related to severe left capsular contracture and the acquired chest deformity. Pt had removal and replacement on 8/19/96, with devices of another MFR. The implants were not ruptured.